Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container leaked at the labeling stage. The unit was injected with chemotherapy drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation; however, due to the condition of the received sample no analysis was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.